Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not sealing/cutting branches correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 01/27/2020 for evaluation. An investigation was conducted on 03/03/2020. Signs of clinical use and heavy amounts of blood was observed on the harvesting device handle. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw from the base to the tip with detachment at the tip of the hot jaw. The clear silicone insulation on both the jaws was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over five (5) repetitions using. The device activated but with cautery failure observed due to the bent wire. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at .67ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failures "electrical issue" was confirmed due to the analyzed failure "material twisted/ bent wire". Specific actions for the analyzed failure mode material twisted/bent are being maintained and documented under maquet's failure investigation report (fir) system.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not sealing/cutting branches correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.